Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was returned for analysis. Performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing associated with the right ventricular lead. There was evidence of noise seen on the tip-ring vector electrocardiogram. Also, analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. There were two inappropriate shocks delivered on (B)(6) 2015 due to noise/oversensing. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead and then their device had a power on reset (por). Wireless telemetry was no longer available with the device. The device had been reset to backup mode. The device and lead were tested and the device was later replaced. No abnormalities were seen on the x-ray of the lead. During the device change-out procedure insulation damage was seen on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.